Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed and found to have grip input disk #7 broken inside the housing. Additional observation(s) related to customer complaint: the instrument was found to have a loose grip cable at the grip hub. Common causes of the failure mode broken instrument input disks are attributed to use and incorrect reprocessing conditions. The input disk component uses ultem or peek material that is insert-molded over a steel pin. The insert molding process creates residual stress in the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can cause cracks in the ultem or peek material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can grow into larger cracks, and may cause the input disk to break and detach from the instrument. Common causes of loose instrument grip cables are often attributed to a cracked input shaft, which can lead to cable dislodgement at the proximal end, resulting in a lack of tension and a loose or dislodged cable at the distal end. Such cracks in pulleys, shafts, and disks within the housing typically occur due to improper reprocessing conditions.

Event description:
Refer to h11 for follow-up information.